Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus thailand, omsc determined there was the possibility this phenomenon was attributed to the damaged power switch which could not be pressed due to the amount of operating status and the number of times the power switch was applied exceeded the expected value. Because the subject device was manufactured prior to the power switch design change countermeasures. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus thailand for evaluation but has not been returned to omsc. Olympus (B)(6) checked the subject device and confirmed the reported phenomenon and found that the power switch could not be turned on. It was replaced the switch button unit of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the subject device could not be turned on. The user replaced the subject device to another device and completed the procedure. The field service engineer checked the subject device on site and found that the reported phenomenon was duplicated due to the problem of the power switch. There was no patient injury associated with this report.